Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a unspecified bd¿ blood collection device or system was involved in a post use needle stick injury. The report is as follows, "it was reported to me today that last week one of the phlebotomists from this account had a needle stick injury while using the bd pbbcs. This was speculated to be caused by user error or combative patient, not due to product malfunction. Patient was confused and non-verbal prior to drawing of blood. Patient turned during the draw. There was no medical intervention for the patient, and the employee declined treatment."